Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call motor error alarm, low blood glucose levels and hospitalization. Customer's blood glucose level was 46 mg/dl and forced them to go the emergency room. Customer believes they might have over delivered during a bolus attempt. Customer advised they were driving and will call back to complete troubleshooting for low blood glucose levels along with troubleshooting for the motor error alarm.